Manufacturer narrative:
(B)(4). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that during an emergent interventional procedure to the bifurcating, middle, left main artery for an st-elevation myocardial infarction, both the main and side branches were wired with bmw straight wires and predilatation was performed to the side branch to 10 atmospheres (atm) and main branch to 12 atm. The 0.014 ht bmw elite 190 cm guide wire was inserted to the distal left anterior descending artery (lad) and a stent was deployed uneventfully. A clot was noted in the distal lad extending into the diagonal branch. The clot was aspirated with an export catheter over the lad wire. Intracoronary reopro bolus was given followed by infusion. The physician did not know if the clot was due to the bmw guide wire or if it was an anticoagulation issue. Another nitinol guide wire and 2 more stents were used to complete the procedure with timi-3 flow. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A followup will be submitted with all relevant information.